Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 09aug2019. (B)(4). The field service engineer (fse) inspected the device and verified the reported condition. The fse observed that the air pressure and oxygen were above limit of tolerance. The data acquisition (da) printed circuit board assembly (pcba) was replaced to address the issue. The ventilator passed all test and operated within the manufacturing specifications. The da pcba was returned for failure investigation. Root cause: the root cause was identified to be the u7 component on the da pcba. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported that the ventilator failed the pressure accuracy test. There was no patient involvement.